Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted a fragment of the rubber stopper in the barrel of terumo syringe. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stopper of a vial in a floseal kit was cored by the insertion of the syringe. This caused a piece of the stopper to fall into the vial. This event occurred during set up, so there was no patient involvement. No additional information is available.